Event description:
Resident was in a sling being transferred from a bed to a chair. During transfer, resident was dropped as hanger assembly had come apart. (See additional comments in narrative at end of report). Resident was examined and released from the hospital with no injuries.

Manufacturer narrative:
These vanderlift ii hanger assemblies are made with a shaft that is loctited and pinned so that they cannot come loose. The pin is pressed into the hanger assembly so they will not come out easily. This pin was removed and the loctite adhesion had been broken loose in order for this hanger assembly to come loose, and come apart. There is a statement made to our distributor that the maintenance man admitted to never looking at hanger bracket spacing during his inspection of the lifts. (This procedure is clearly shown in our manuals). I have enclosed what is in our manual as far as a maintenance checklist for these lifts that should be followed. In other words this would have been caught before this hanger would have came loose if the procedures would have been followed. Our representative did a in-service and left them with another copy of the proper maintenance procedures to follow concerning these lifts.